Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 49 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of endometrial ablation, obesity, colon perforation, cholelithiasis, parity 4 and multi gravida on (B)(6) 2023. Previously administered products included: cefazolin, scopolamine [hyoscine] and lactated ringer's. As concurrent condition the report mentioned pelvic pain since (B)(6) 2023. On (B)(6) 2023,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 35.437 kg/sqm. [Pathology test] on (B)(6) 2023: final report: uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: -uterus weight, 75 grams -cervix with no significant pathologic alteration -uterine lining with changes compatible with prior endometrial ablation, no residual endometrium identified -myometrium, negative for leiomyomata and adenomyosis -serosa, negative for endometriosis anatomic pathology diagnosis: -bilateral fallopian tubes with no significant pathologic alteration -essure devices x2 identified grossly within fallopian tubes -no malignancy identified material: uterus, cervix, bilateral fallopian tubes. History: pelvic pain gross description: "uterus, cervix, bilateral fallopian tubes"- two essure devices are identified within the fallopian tubes one on the left and one on the right. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 49 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of endometrial ablation, obesity, colon perforation, cholelithiasis, parity 4 and multi gravida on (B)(6) 2023. Previously administered products included: cefazolin, scopolamine [hyoscine] and lactated ringer's. As concurrent condition the report mentioned pelvic pain since (B)(6) 2023. On 21-mar-2023,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (2.bilateral salpingectomy,hysteroctomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 35.437 kg/sqm. [Pathology test] on (B)(6) 2023: final report: uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: -uterus weight, 75 grams, -cervix with no significant pathologic alteration, -uterine lining with changes compatible with prior endometrial ablation, no residual endometrium identified, -myometrium, negative for leiomyomata and adenomyosis, -serosa, negative for endometriosis. Anatomic pathology diagnosis: -bilateral fallopian tubes with no significant pathologic alteration, -essure devices x2 identified grossly within fallopian tubes, -no malignancy identified. Material: uterus, cervix, bilateral fallopian tubes. History: pelvic pain. Gross description: "uterus, cervix, bilateral fallopian tubes"- two essure devices are identified within the fallopian tubes; one on the left and one on the right. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.